Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) reported the device did not work appropriately. As such, surgical intervention was undertaken to explant and replace the ipg with a recharge-free model.

Event description:
Follow-up identified the patient experienced recharge burden. Stimulation was restored following the procedure.